Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep). It was reported at the moment of surgery everything looked well, there was no suspect of the post operatory complications, and the handpiece was discarded. The rep noted surgery was done and completed with no complications, hemostasis during surgery looked fine. It was noted that post operatively the patient reported drainage and seroma, up to 10 days post operation. The patient was listed as alive with no injury at the time of the report. Additional information from the rep on march 27th reported the post-operative seroma was treated by drainage and reoperation. It was noted the patient was taken back into the operating room to remove the seroma. The rep noted the information was confirmed with the hcp.